Event description:
A peritoneal dialysis nurse reported that a home pt tripped and sustained a cut about 6 inches long on their forarm when they fell and hit the edge of the cycler stand leg. The plastic cover was missing from the stand leg. The pt was taken to the hosp and received 23 stitches.